Event description:
It was reported that (2) tsw35 were used during a lobectomy procedure. It was reported by the rep that this is the second of two devices that failed in the same manor. The surgeon started to fire the device and heard a "cracking" noise. The staple line was not complete. Opened an atw45 to complete the case. There was no consequence to pt.